Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The patient stated that the pod failed to display the pink light on top during activation, and although they heard a click sound indicating cannula insertion, when the pod was removed, the cannula was not visible.  The pink slide did not move forward, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.5cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.